Event description:
It was reported that there were rising thresholds on the rv (right ventricular) lead, along with a slow rise in pacing impedance on both the rv and atrial leads which later stabilized. The rv lead was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7278 implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).